Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system,performed the system checkout covered under the warranty. Started by powering on the system and allowing it to warm up for an hour. Completed the rad/fluoro gain calibrations to remove the artifact noted. A full system checkout was completed with no other issues to report. Codes:b01,c08,d0302. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000893, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000905, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that after performing scout shots and a 3d spin between l2-4, the site took 2d scans. The site noted that the 2d scans had a rectangular black space in the same location on each scan. There was also a circular black artifact in the 3d spin. Site noted that the system was a few days away due from recalibration. The site had rebooted the image acquisition system (ias) and mobile view station (mvs) multiple times. This did not resolve the issue.the site attempted the rad gain calibration and would fail each time unless they changed the kvp.